Manufacturer narrative:
Batch review performed on 19 february 2020: lot 1904135: (B)(4) items manufactured and released on 05-sep-2019. Expiration date: 2024-08-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs manager: few days after cementless total hip arthroplasty, the patient reported pain due to a femoral fracture. During rehabilitation period, a sudden movement on a weakened bone due to normal femoral preparation may favour the occurrence of early fracture. There is no reason to suspect a faulty device preliminary investigation performed by r&d project manager. Based on the image received, it is not possible to determine an implant related failure root cause.

Event description:
Revision surgery performed one week after the primary surgery, due to femoral fracture. The surgeon decided to use a stapping to contain the fracture, no implant revised. The surgery was completed successfully. The reason for the fracture is unknown.